Event description:
Customer reported issues with the insulin pump. Customer states that they received a motor error alarm. The blood glucose reading is 210 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump has minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.